Manufacturer narrative:
(B)(4). The rv lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that several days after this right ventricular (rv) lead was implanted, it presented with complete loss of capture at maximum outputs. The patient did not experience any asystole or syncope as a result of the loss of therapy on this rv lead. A revision procedure was performed. Fluoroscopy revealed no stress on the lead but the position of the rv lead was considered to be a bit more advanced into the heart tissue, indicating a lead perforation. The rv lead was able to be repositioned to a more septal position with acceptable lead values. No additional adverse patient effects were reported. An echocardiogram was performed following the revision and there was no evidence of a pericardial effusion.